Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, fading serial number label, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. There was a crack in the case. The clear ring was loose and there was a crack on the backside of the insulin pump. The customer did not know how the damage occurred. The customer's blood glucose level was unknown. The device was returned for analysis.